Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on april 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2018 to explant the device. Additional information has been requested; however, this has not been made available as of the date of this report.